Event description:
It was reported that during a gyn procedure, the system responded with error 3 as soon as the handpiece was plugged in standby mode. Another handpiece was used with no pt consequence.

Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount. It was tested on a gen04 and gave an error code 3. The handpiece was disassembled; a acoustic isolator was found to be torn. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.